Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with compounded baclofen 222 mcg/ml (105 mcg/day), clonidine 112 mcg/ml (53 mcg/day) and dilaudid 33.8 mg/ml (16 mg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as non-malignant pain and lumbar radiculopathy. The patient's medical history and concomitant medications were unknown. The patient was brought to the emergency room at 6:00 am the morning of (B)(6) 2016 after suffering a cardiac arrest, respiratory depression, and was unresponsive. The symptoms were a sudden change. The patient was admitted to the hospital in critical care. The representative was contacted by the patient's managing physician to meet the physician and patient at the hospital to provide a programmer to stop the patient's pump. The patient's pump was programmed to stopped pump mode. The patient would be stabilized and monitored and a decision would be made by the patient's managing physician about when to re-initiate therapy. Follow-up is being conducted to obtain all information relevant to the event, such as drug information, pertinent medical history, any additional troubleshooting performed, actions/interventions, and cause of the event. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.